Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their sensor or introducer needle break or damage. The customer¿s blood glucose level was 110 mg/dl at the time of the incident. Customer reported that the introducer needle cannula fractured while in the body. Customer reports they are unsure if the introducer needle is still in the body. Customer reports that they did not receive medical treatment as a result of the needle fracturing while still in the body. The sensor will be returned for analysis.